Event description:
E-mail received from the affiliate reported that: "the patient used 826631 during the procedure. After the surgery three days, the machine did not detect the probe. Surgeon pulled it out of the patient. Now the patient is fine". On (B)(4) 2012, the affiliate reported that no adverse consequences to the patient were verified. On (B)(4) 2012, the affiliate reported that the device was removed from the patient, and the monitoring was discontinued. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: sensor ohms out of spec; readings should be 1000 ohms each. Readings are 1683 and 1391. Sealant lifting at sensor area. Catheter material has multiple severe kinks and bends along catheter body. No testing possible. Based on the above evaluation, the supplier was unable to determine the cause of failure, but the performance failures could possibly be attributed to esd. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.